Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain/stabbing pelvic pain") in an adult female patient who had essure (batch no. A15526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test." The patient's concurrent conditions included menstrual disorder, right lower quadrant pain, metrorrhagia, uterine fibroid and frequency urinary. Concomitant products included cyanocobalamin (vitamin b12), fluconazole (diflucan), naproxen sodium (aleve), nitrofurantoin (macrobid) and tramadol. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hot flushes"), fatigue ("fatigue/fatigue"), menstruation irregular ("irregular cycle"), abdominal pain lower ("cramps"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction (severe dental)"), bladder disorder ("bladder problems/changes"), urinary tract disorder ("urinary problems/changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), night sweats ("hormonal changes (severe sweats night)"), hyperhidrosis ("hormonal changes (severe sweats day)"), mood swings ("hormonal changes (mood swings)"), insomnia ("hormonal changes (unable to sleep)"), skin disorder ("hormonal changes (skin changes)"), urinary tract infection ("infection (urinary and vaginal)"), vaginal infection ("infection (urinary and vaginal)"), migraine ("migraine/headache"), headache ("migraine/headache"), nausea ("nausea"), amnesia ("neurological condition/problems (memory loss)"), feeling abnormal ("neurological condition/problems (cloudy brain)"), disturbance in attention ("neurological condition/problems (lack of concentration)"), tremor ("neurological condition/problems (tremors)"), allergy to metals ("nickel allergy"), rash ("rashes or skin conditions (facial rashes with swollen glands)"), lymphadenopathy ("rashes or skin conditions (facial rashes with swollen glands)"), eye inflammation ("rashes or skin conditions (severe eye inflammation) "), erythema ("rashes or skin conditions (redness)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems (loss of focus)"), eye allergy ("vision/eye problems (severe allergies)"), eye pain ("vision/eye problems (eye stabbing)/eye pain"), eye movement disorder ("vision/eye problems ( twitching)"), weight increased ("weight gain"), swelling ("swelling"), hypoaesthesia ("numbness in face/numbness in legs"), muscle spasms ("abdominal spasms"), dysgeusia ("constant metallic taste in mouth"), mouth ulceration ("mouth ulcers"), coital bleeding ("bleeding after sex"), facial pain ("face pain"), neck pain ("neck pain") and arthralgia ("joint pain"). The patient was treated with surgery (removal of essure/salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, hypersensitivity, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, alopecia, night sweats, hyperhidrosis, mood swings, insomnia, skin disorder, urinary tract infection, vaginal infection, migraine, headache, nausea, amnesia, feeling abnormal, disturbance in attention, tremor, allergy to metals, rash, lymphadenopathy, eye inflammation, erythema, vaginal discharge, vision blurred, eye allergy, eye pain, eye movement disorder, weight increased, swelling, hypoaesthesia, muscle spasms, dysgeusia, mouth ulceration, coital bleeding, facial pain, neck pain and arthralgia had resolved and the hot flush, fatigue, menstruation irregular and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, bladder disorder, coital bleeding, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, erythema, eye allergy, eye inflammation, eye movement disorder, eye pain, facial pain, fatigue, feeling abnormal, headache, hot flush, hyperhidrosis, hypersensitivity, hypoaesthesia, insomnia, lymphadenopathy, menorrhagia, menstruation irregular, migraine, mood swings, mouth ulceration, muscle spasms, nausea, neck pain, night sweats, pelvic pain, rash, skin disorder, swelling, tooth disorder, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: coils right: 4, coils left: 5. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: post-coital bleeding, vaginal bleeding, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain/stabbing pelvic pain") in an adult female patient who had essure (batch no. A15526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's past medical history included pre-eclampsia (toxic, induced 3 weeks early.). Concurrent conditions included menstrual disorder, right lower quadrant pain, metrorrhagia, uterine fibroid and frequency urinary. Concomitant products included cyanocobalamin (vitamin b12), fluconazole (diflucan), naproxen sodium (aleve), nitrofurantoin (macrobid), ondansetron (zofran) and tramadol. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced migraine ("migraine/headache") and headache ("migraine/headache"). In (B)(6) 2013, the patient experienced fatigue ("fatigue/fatigue"). In 2014, the patient experienced micturition urgency ("bladder or urinary problems or changes urgency to urinate") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced hot flush ("hot flushes"), menstruation irregular ("irregular cycle"), abdominal pain lower ("cramps"), hypersensitivity ("allergic or hypersensitivity reaction (severe dental)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), night sweats ("hormonal changes (severe sweats night)"), hyperhidrosis ("hormonal changes (severe sweats day)"), mood swings ("hormonal changes (mood swings)"), insomnia ("hormonal changes (unable to sleep)"), skin disorder ("hormonal changes (skin changes)"), urinary tract infection ("infection (urinary and vaginal)"), vaginal infection ("infection (urinary and vaginal)"), amnesia ("neurological condition/problems (memory loss)"), feeling abnormal ("neurological condition/problems (cloudy brain)"), disturbance in attention ("neurological condition/problems (lack of concentration)"), tremor ("neurological condition/problems (tremors)"), rash ("rashes or skin conditions (facial rashes with swollen glands)"), lymphadenopathy ("rashes or skin conditions (facial rashes with swollen glands)"), eye inflammation ("rashes or skin conditions (severe eye inflammation)"), erythema ("rashes or skin conditions (redness)"), vision blurred ("vision/eye problems (loss of focus)"), eye allergy ("vision/eye problems (severe allergies)"), eye pain ("vision/eye problems (eye stabbing)/eye pain"), eye movement disorder ("vision/eye problems ( twitching)"), swelling ("swelling"), hypoaesthesia ("numbness in face/numbness in legs"), muscle spasms ("abdominal spasms"), dysgeusia ("constant metallic taste in mouth"), mouth ulceration ("mouth ulcers"), coital bleeding ("bleeding after sex"), facial pain ("face pain"), neck pain ("neck pain"), arthralgia ("joint pain") and swelling face ("swollen face"). The patient was treated with surgery (removal of essure/salpingectomy (bilateral)). Essure was removed on 10-jul-2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, hypersensitivity, micturition urgency, tooth disorder, dysmenorrhoea, dyspareunia, alopecia, night sweats, hyperhidrosis, mood swings, insomnia, skin disorder, urinary tract infection, vaginal infection, migraine, headache, nausea, amnesia, feeling abnormal, disturbance in attention, tremor, allergy to metals, rash, lymphadenopathy, eye inflammation, erythema, vaginal discharge, vision blurred, eye allergy, eye pain, eye movement disorder, weight increased, swelling, hypoaesthesia, muscle spasms, dysgeusia, mouth ulceration, coital bleeding, facial pain, neck pain and arthralgia had resolved, the hot flush, fatigue, menstruation irregular and abdominal pain lower outcome was unknown and the swelling face had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, coital bleeding, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, erythema, eye allergy, eye inflammation, eye movement disorder, eye pain, facial pain, fatigue, feeling abnormal, headache, hot flush, hyperhidrosis, hypersensitivity, hypoaesthesia, insomnia, lymphadenopathy, menorrhagia, menstruation irregular, micturition urgency, migraine, mood swings, mouth ulceration, muscle spasms, nausea, neck pain, night sweats, pelvic pain, rash, skin disorder, swelling, swelling face, tooth disorder, tremor, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: coils right: 4, coils left: 5. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on 8-mar-2013: everything was in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: post-coital bleeding, vaginal bleeding, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2018: pfs received: added new event: swelling face. Added event onset dates, lab data and concomitant medications .event bladder problems or changes and urinary problem or changes updated to bladder or urinary problems or changes urgency to urinate. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain/stabbing pelvic pain") in an adult female patient who had reassure (batch no. A15526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's concurrent conditions included menstrual disorder, right lower quadrant pain, metrorrhagia, uterine fibroid and frequency urinary. Concomitant products included cyanocobalamin (vitamin b12), fluconazole (diflucan), naproxen sodium (aleve), nitrofurantoin (macrobid) and tramadol. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hot flushes"), fatigue ("fatigue/fatigue"), menstruation irregular ("irregular cycle"), abdominal pain lower ("cramps"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction (severe dental)"), bladder disorder ("bladder problems/changes"), urinary tract disorder ("urinary problems/changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), night sweats ("hormonal changes (severe sweats night)"), hyperhidrosis ("hormonal changes (severe sweats day)"), mood swings ("hormonal changes (mood swings)"), poor quality sleep ("hormonal changes (unable to sleep)"), skin disorder ("hormonal changes (skin changes)"), urinary tract infection ("infection (urinary and vaginal)"), vaginal infection ("infection (urinary and vaginal)"), migraine ("migraine/headache"), headache ("migraine/headache"), nausea ("nausea"), amnesia ("neurological condition/problems (memory loss)"), feeling abnormal ("neurological condition/problems (cloudy brain)"), disturbance in attention ("neurological condition/problems (lack of concentration)"), tremor ("neurological condition/problems (tremors)"), allergy to metals ("nickel allergy"), rash ("rashes or skin conditions (facial rashes with swollen glands)"), lymphadenopathy ("rashes or skin conditions (facial rashes with swollen glands)"), eye inflammation ("rashes or skin conditions (severe eye inflammation) "), erythema ("rashes or skin conditions (redness)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems (loss of focus)"), eye allergy ("vision/eye problems (severe allergies)"), eye pain ("vision/eye problems (eye stabbing)/eye pain"), eye movement disorder ("vision/eye problems ( twitching)"), weight increased ("weight gain"), swelling ("swelling"), hypoaesthesia ("numbness in face/numbness in legs"), muscle spasms ("abdominal spasms"), dysgeusia ("constant metallic taste in mouth"), mouth ulceration ("mouth ulcers"), coital bleeding ("bleeding after sex"), facial pain ("face pain"), neck pain ("neck pain") and arthralgia ("joint pain"). The patient was treated with surgery (removal of essure/salpingectomy (bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, hypersensitivity, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, alopecia, night sweats, hyperhidrosis, mood swings, poor quality sleep, skin disorder, urinary tract infection, vaginal infection, migraine, headache, nausea, amnesia, feeling abnormal, disturbance in attention, tremor, allergy to metals, rash, lymphadenopathy, eye inflammation, erythema, vaginal discharge, vision blurred, eye allergy, eye pain, eye movement disorder, weight increased, swelling, hypoaesthesia, muscle spasms, dysgeusia, mouth ulceration, coital bleeding, facial pain, neck pain and arthralgia had resolved and the hot flush, fatigue, menstruation irregular and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, bladder disorder, coital bleeding, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, erythema, eye allergy, eye inflammation, eye movement disorder, eye pain, facial pain, fatigue, feeling abnormal, headache, hot flush, hyperhidrosis, hypersensitivity, hypoaesthesia, lymphadenopathy, menorrhagia, menstruation irregular, migraine, mood swings, mouth ulceration, muscle spasms, nausea, neck pain, night sweats, pelvic pain, poor quality sleep, rash, skin disorder, swelling, tooth disorder, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: coils right: 4, coils left: 5. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: post-coital bleeding, vaginal bleeding, most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction (severe dental), bladder or urinary problems/changes, dental problems, dysmenorrhea, dyspareunia, fatigue, hair loss, hormonal changes (severe sweats night and day, mood swings, unable to sleep, skin changes), infection (urinary and vaginal), migraines/headaches, nausea, neurological condition/problems (memory loss, cloudy brain, lack of concentration, tremors), nickel allergy, pain, rashes or skin conditions (facial rashes with swollen glands, severe eye inflammation, redness), vaginal discharge, vision/eye problems (loss of focus, severe allergies, eye stabbing, twitching), weight gain, other injury/complications (swelling, numbness in face, legs, severe stabbing pelvic pain, abdominal spasms, constant metallic taste in mouth, mouth ulcers, bleeding after sex) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hot flushes"), fatigue ("fatigue"), menstruation irregular ("irregular cycle") and abdominal pain lower ("cramps"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hot flush, fatigue, menstruation irregular and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, fatigue, hot flush, menstruation irregular and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.